Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 15-jun-2022 via email and attached to complaint object: no patient involvement was reported for this event. H6: event problem and evaluation codes: updated.

Event description:
It was reported that medfusion pump displayed system advisory-maintenance recommended per technician it won't clear. No further details provided.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed the tamper seal was intact, but the battery door was cracked upon receipt. Functional testing to include pump startup could not duplicate the customer stated problem. Error code for maintenance is recommended was found in the device event history log. Results: it was possible to reset the preventive maintenance date on the pump with no issues. It is possible the customer did not push the silence button when the message appeared. Root cause of the customer reported issue is unknown and cannot be determined as there were no problems found with the returned device. The maintenance reminder was reset after preventive maintenance was performed. The cracked battery door was replaced, and the software was updated to version 6.0.1. Function and delivery tests were performed. It is unknown who caused the issue leading to the customer reported event. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.